Manufacturer narrative:
During troubleshooting on the phone with dario's representative, it was determined that the user still received high bg readings even though she used a new cartridge of strips. The user has requested to call her back at a later time. Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6), the user contacted dario to report high blood glucose (bg) readings. The user reported receiving bg readings of approximately 190 mg/dl from her dario meter compared to a range of 110 mg/dl to 120 mg/dl that she received from her non-dario meter.